Manufacturer narrative:
On (B)(4) 2016 an ocd field engineer (fe) arrived at the customer site and noticed a pinch/dent on teflon tubing during trouble-shooting. Fe replaced teflon tubing, checked syringe, probe and wash station, and ran rinse/priming test through. Customer passed qc and accepted service of the instrument. Repairs have returned this instrument to expected operation. The investigation determined that the most likely root cause of this event was instrument related. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reporting false negative antibody screen for one sample. Possible anti-d and anti-c. Patient was transfused on (B)(6) 2015. ( # of units not provided) according to customer, sample in question was tested on provue on (B)(6) 2016 and reported as positive ( cell #1 =1+). During antibody ID, abs screen was repeated using manual gel method, and 2+ positive was observed in cell #1 and 1+ positive in cell #2. Abs screen was repeated on provue and gave negative reaction. Customer is concerned with differences in abs reactions between provue and manual gel.